Manufacturer narrative:
The reported event of arrhythmia was not confirmed. Device was returned for evaluation. Visual inspection of device showed no anomaly on the helix. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.

Event description:
It was reported the patient presented for an implant procedure. The leadless ventricular pacemaker implant attempt was abandoned because the patient developed tachycardia and needed to be externally defibrillated. No futher implant attempt was made. The patient was stable.